Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The balloon was damaged and there was a hole in the balloon in zone d.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. At one minute and thirty seconds into therapy, the pressure dropped to 120 and then spiked to 200mmhg. The surgeon withdrew the fluid and removed the balloon. The surgeon noted a 10 cc deficit of fluid. The balloon was reprimed and a small leak was found where the balloon attached to the wand. The patient was scoped again and no consequence was found. Another like device was used to complete the procedure with no adverse patient consequences.